Event description:
It was reported that patient had a dislocated bipolar hip, on (B)(6) 2019 surgeon tried to reduce the hip and head dissociated from the tandem bipolar shell. On (B)(6) 2019 a revision surgery was performed, implants were removed and replaced.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the provided x-rays confirm the reported dislocation; however, they do not provide a reason/root cause for the dislocation. Without the requested clinical relevant documents we are unable to conduct a thorough medical assessment. Therefore, no medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Correct part number, lot number. UDI, manufacturing date and expiration date added.